Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the replacement procedure with this implantable cardioverter defibrillator (ICD) the setscrews were not able to be loosened. Both the torque wrench and the fixed screwdriver were used without success. The physician then chose to drill the header to free both the right ventricular (rv) lead and right atrial (ra) leads. The leads were able to be successfully removed from the header, but it was reported they had material attached from the header/setscrews. It was decided to surgically abandon the leads and implant a new df-4 single chamber ICD. No adverse patient effects were reported.